Event description:
It was reported that the bipolar lead impedance had decreased, unipolar impedance was greater than bipolar, and there was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.